Event description:
In a cluster of 36 pts whom had tubal ligation procedures using the cooper surgical filshie device, 4 have had failures and become pregnant. This is an 11% failure rate which is higher than the stated norm.